Manufacturer narrative:
Test strip lot#: 1020214027 exp: 2016/01. Control solution: none. Per label copy/package insert: unexpected results: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your healthcare professional and treat as prescribed. Any change in treatment of your diabetes should be discussed with your healthcare professional. Quality control: checking the system control solution test the novamax control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. The nova max control solution is intended for use only with the nova ax glucose test strips...the control solution test confirms that your monitor and test strips are working correctly. The control solution test results should fall with in the range of results printed on the vial label of the test strips. Do a control solution test: before using your blood glucose monitor for the first time and at least once a week thereafter. Each time you open a new vial of nova max glucose test strips if you leave the test strip vial cap open for any length of tie. If you drop your blood glucose monitor when your blood glucose test results are not consistent with how you feel, or when you think your results are not accurate (higher or lower than expected). Nova biomedical awaits the return of the device for evaluation.

Event description:
Consumer's wife called in to report an incident where her husband was taken to the ER due to symptoms of low blood glucose. Consumer woke up around 5:00am and told his wife he was hungry and appeared very groggy. She checked his blood glucose (B)(6) 2015 5:52am bg 351. The consumer took his normal bolus of 25 units based on the blood glucose result of 351 and ate a small amount of food and went back to bed. According to the consumer's spouse, he woke up around 9am with slurred speech and unsteady gait. They performed another blood glucose test with a result of 435mg/dl. Approximately one hour later, based on his blood glucose result and the slurred speech, the consumer's wife brought him to the emergency room. The emergency room nurse suspended his insulin pump. The consumer had been receiving his basal rate up until that point. The hospital staff checked his blood glucose test using the ER unknown meter obtained a result of 24mg/dl. The consumer's spouse reported that he was "only treated with food" and had some blood work done. The hospital staff checked his blood glucose over the course of three (3) hours - "it rose steadily from 24mg/dl to 40mg/dl to 70mg/dl and finally 120mg/dl" (times of the results not known). The consumer's spouse stated that he began to feel better and was discharged at 1:25pm.

Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the glucose meter nor the test strips in question. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.